Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer's blood glucose level was reported to be erratic, ranging from 60 to over 300 (mg/d). It was confirmed that the customer would use manual injections as alternate insulin therapy.